Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2018-12-19. The patient¿s medical history included asthma, headache, back pain, acute pain of left lower extremity, intractable chronic migraine, lumbar radicular pain, lumbar post-laminectomy syndrome, bilateral low back pain with sciatica, sacroiliac joint pain, chronic pain syndrome, chronic pain, chronic bilateral low back pain with left-sided sciatica. It was reported the patient was seeing oor on the controller and was no longer receiving therapy. The patient works as a cna at a skilled nursing facility and denies any falls or accidents. Impedance was checked, and it was found the 5th electrode was >40,000k. The patient was reprogrammed avoiding the 5th electrode and this resolved the issue. The patient was receiving good therapy. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Updated to reflect adverse event and product problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they need their implantable neurostimulator (ins) reset because it is not working. They stated that the ins hasn¿t been working since ¿day 1.¿ they inquired if a different manufacturing representative (rep) could help them with their device. The patient mentioned that their current rep can¿t fit them in their schedule. The patient stated that they will just have it ¿ripped out¿ and then disconnected the call from patient services. No further information could be collected. No further complications or patient symptoms were reported or anticipated.